Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and loss of capture on atrial lead was observed during follow-up in clinic. The cause of noise was not determined. However, the patient mentioned about falling on ice twice in the last two months. Atrial lead was capped and replaced on (B)(6) 2019 and, patient was upgraded to bi-v system. Patient was stable.